Manufacturer narrative:
The lot number is not known. Therefore, a review of the device history records could not be performed. The complaint sample has yet to be returned to the MFR to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon that was used for iliac dilatations became caught on a stent, and would not completely deflate. Reportedly, outback crossing of the vessel was required, followed by predilatation with a pta balloon catheter. Two bare metal stents were then deployed and the same balloon was readvanced to post dilate the stents. During the first post dilatation, the balloon became stuck on the stent and could not be completely deflated. Further attempts were made to deflate the balloon, however proved unsuccessful. The balloon was then forcefully removed from the pt, dragging the stent into a lower stent, where it clung to that stent. The balloon was then removed from the pt without further incident. Two add'l stents were implanted to tack down the previously implanted stents.